Manufacturer narrative:
Medtronic received the following information from the journal article entitled: using bifurcated endoprosthesis after iliac artery recanalization for concomitant abdominal aortic aneurysm and chronic total occlusions of access routes. Yuriko takeuchi, noriyasu morikage, takahiro mizoguchi, takashi nagase, makoto samura, koshiro ueda, kotaro suehiro, and kimikazu hamano. Journal of vascular surgery 2018. Https://doi.org/10.1016/j.jvs.2018.08.191. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted into patients for the endovascular treatment of abdominal aortic aneurysms with concurrent unilateral iliac chronic total occlusion (cto). The following events were reported: death from acute type a aortic dissection.